Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. Advised to call back in order to troubleshoot the alarm. It was also reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and diabetic ketoacidosis both times. The customer's blood glucose at the time of admission was 972 mg/dl. The customer stated that prior to the hospitalization she felt sick. The customer expressed nausea and vomiting as symptoms of her high blood glucose. Advised customer that her supplies may be the cause of the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.